Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged visualization of particles.there was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found white dust/particles located on the outer surfaces, cracks, crevices, sd card area, modem area, around the outlet port, around the air inlet and in the air inlet canal, outer surface of the blower and where the blower rests on the bowler box. The manufacturer visually inspected the device internally and didnot find any signs of dust or contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and dust contamination were observed and are consistent with being from an external source. In initial report, section g1 wrongly captured, and section g3 date was captured as (B)(6)2021, should be (B)(6) 2021, corrected and updated these feilds in this report. Section h6 were updated in this report.